Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the longevity of the device was overestimated by a merlin programmer at a previous follow-up. As a result, the device was explanted and replaced prior to elective replacement indicator (eri) voltage level to resolve the event. The patient was in stable condition.